Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that error messages were displayed on the programming tablet during deep brain stimulation device programming. There were allegations of incompatibility between new programming tablets and older implantable neurostimulators, as well as the appearance of unknown message screens on the clinician programmer application during device programming. Technical services requested the application logs and communication manager logs for further analysis and directed the issue to the hypercare team for additional discussion. No patient complications have been reported as a result of this event. Additional information was received from a manufacturer representative (rep) on 2025-jun-05. The rep reported that the cause of the error messages were that some of the pt's impedances were out of range. The patient is scheduled for surgery on 2025-jun-19 to investigate and possibly replace the extensions.

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to # 3004209178-2025-11080. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.10.